Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. To address the elevated bg level, the customer administered a correction bolus using the pump. The customer did not require assistance from a third party. Technical support provided the customer with information on resetting the pump and assisted with the reset. It was confirmed that the malfunction code did not recur after the reset, allowing the customer to continue using the pump, with instructions to call back if the issue arose again.